Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection procedure. The powered handle and reload were being used for the second firing of the segmental resection of the lung. The surgeon fully fired the device, then tired to retract the knife, however, could not. The surgeon opened the jaws by the manual adapter tool and removed the device from the tissue. No damage was caused to the tissue, but the lung tissue was slightly thick. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.